Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was to be implanted in the esophagus to treat an esophagostenosis during an esophageal stricture dilatation procedure performed on (B)(6) 2024. During insertion, the tip of the delivery system fell into the stomach, and the stent could no longer be advanced. The detached tip was removed using an additional device, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment. Block h11: a wallflex esophageal stent and delivery system was received for analysis. The stent was returned fully covered and undeployed. Visual inspection was performed and found the tip was detached and was not returned. The outer sheath was returned kinked. As per media analysis, the photo provided showed the device without the tip. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of tip detached. However, the reported event of device difficult to advance could not be confirmed as this event occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. The investigation concluded that the observed damages were most likely due to procedural factors encountered during the procedure. It might be the characteristics of the lesion, the handling of the device, or the techniques used by the physician (the amount of force applied to the device), could have resulted to the damages. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was to be implanted in the esophagus to treat an esophagostenosis during an esophageal stricture dilatation procedure performed on (B)(6) 2024. During insertion, the tip of the delivery system fell into the stomach, and the stent could no longer be advanced. The detached tip was removed using an additional device, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.